Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14mar2019. Serial #: serial number unknown. Reporter: reporter phone number unknown. The customer elected to remove the ventilator from service and replaced it with another ventilator. No parts were returned to philips; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit alarms if the oxygen is set to 60% or greater. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.